Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set cannula bent event on 22-apr-2024.the infusion set was in use for one day. The insertion site was abdomen. The blood glucose level was 417 mg/dl at the time of event and the patient was treated with emergency kit and change the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.